Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the procedure? Breast reduction. Where exactly was the crack found on the device? Midway up insulation of tip. How was the surgeon using the device at the time of the burn? Dissecting breast. What tissue layer was the burn? Epidermis. How was it determined to be 3rd degree? The surgeon originally thought it was 3rd degree, but it was less when he saw the patient later in the day. Any pictures of the burn available for review? The surgeon has the pictures. How was the burn identified and how was the burn treated? The scrub tech noticed that as he was using the bovie, a burn appeared in another part of the breast. What is the current status of the patient? Recovering.

Event description:
It was reported that during a breast procedure, there was a crack found in the insulated part of the tip. This caused third degree burns to the patient undergoing surgery. It is unknown if another like device was used to complete the procedure.